Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that pegasus pnk 20ga x 1.16in prn non-pvc safety shield failed to activate. The following information was provided by the initial reporter: "after puncturing and during needle retraction, it's noticed that safety shield activation failure".

Manufacturer narrative:
H.6. Investigation summary a device history review was conducted for lot number 9078561 our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Unfortunately due to the recent covid-19 outbreak, physical samples could not be returned for investigation. Additionally, photographs provided by the facility showed an effectively activated safety device. At this time, our quality engineers are unable to determine the root cause for this complaint. H3 other text : see section h.10.

Event description:
It was reported that pegasus pnk 20ga x 1.16in prn non-pvc safety shield failed to activate. The following information was provided by the initial reporter: "after puncturing and during needle retraction, it's noticed that safety shield activation failure"